Manufacturer narrative:
The tech found an internal check valve on the hydraulic manifold was not working. The tech replaced the hydraulic manifold to repair the bed.

Event description:
Info received indicates the head section is drifting down.